Manufacturer narrative:
Patient involvement was reported, it was reported the monitor did not generate an alarm and the patient passed away. It was later confirmed that the customer did not experience an incident where a patient died due to the absence of an alarm prompt sound. The information previously provided was incorrect. An attempt was made to get additional information regarding this case, but no additional information was provided by the customer. It remains unclear whether there was an actual complaint or if the complaint was related to alarm issues. In addition, there was no indication of any patient harm; however, it is known there was no death related to the event. It is also unknown how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6).

Event description:
It was reported the monitor did not generate an alarm and the patient passed away. No other clinical information or medical intervention was reported. It was clarified the original reason for engaging the field service engineer was to check equipment and an inquiry about what information was available to nurses. In addition, it was noted the customer did not experience an incident where a patient died due to failure to alarm. It was indicated this was incorrect information in the customer feedback. No additional information was provided by the customer. It remains unclear whether there was an actual complaint or if the complaint was related to alarm issues. In addition, there was no indication of any patient harm; however, it is known there was no death related to the event.